Event description:
Journal reference: lind g, schenchtmann g, lind c, winter j, meyerson ba, linderoth b. Subthalamic stimulation for essential tremor. Short- and long-term results and critical target area. Stereotact funct neurosurg. 2008;86(4):253-258. In order to explore the usefulness and long-term result of subthalamic nucleus (stn) stimulation for the treatment of essential tremor (et), we evaluated 3 groups of patients undergoing deep brain stimulation (dbs) for et. Group 1 consisted of 3 patients who 9 years ago at intra-operative testing had good tremor reduction from stn stimulation. The second group consisted of 10 patients treated with dbs in the ventral intermediate (vim) nucleus of the thalamus. The third group comprised 9 patients subjected to stn stimulation for et with 1-3 years of follow-up. Reportable event: group 3. Two pateints reported balance disturbances. See mfg report 2182207200805821.